Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient's garments were too tight, causing discomfort and pain in her lungs. The patient also reported that she went to the hospital due to shortness of breath and chest pains. Field services remeasured the patient and provided her with a larger garment. Outcome of the irritation is unknown.